Event description:
Our affiliate is reporting that during a knee repair, the pt sustained some burns, reporting "blister". Although at this point in time, we do not know to what degree the burn is or if and how it was treated, it is significant enough for the surgeon to be concerned. Facility discarded the complaint device. We have questions out for further info and clarity of detail.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.